Event description:
My insulin pump was causing me to go in the hospital for days at a time, and cause my blood sugar to be high and low which caused me to go in cardiac arrest this year. Didn't know that the pump was causing these things to happen until the recall. FDA safety report ID# (B)(4).